Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0104-00, rev. C, was reviewed and states the following: 5.1 precautions: general. No claim is made that the aquabeam robotic system will cure any medical condition or entirely eliminate the diseased entity. Repeated treatment or alternative therapies may sometimes be required. A root cause for the reported event could not be determined. The aquabeam robotic system does not guarantee the cure of any medical condition or entire elimination of diseased entity. Repeated treatment or alternative therapies may sometimes be required. Based on the event details plus a review of the treatment log files, DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H6: health effect - clinical code: 4581 - lower urinary tract symptoms (luts) are a common complaint among aging men. These symptoms are often caused by benign prostatic hyperplasia (bph), and include nocturia, urinary frequency, urgency, decreased urine flow rates, incomplete bladder emptying, and hesitancy. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2024, a male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that the patient was retreated with aquablation therapy on (B)(6) 2024 due to lower urinary tract symptoms (luts). Three (3) good-faith efforts have been made by procept for additional information; however, to date, the treating surgeon has not provided any additional details. No malfunction of the aquabeam robotic system was reported.